Manufacturer narrative:
The recipient is in good health after surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient reportedly experienced pain and an intolerance to the cochlear implant device with and without device use. CT scan confirmed electrode placement. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction section: a.1. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.